Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated MFR report # 3005099803-2009-04681 for a description of the other event. It was initially reported to boston scientific corp that two trapezoid rx lithotripter compatible baskets were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2009. (Pt over 70 years). According to the complainant, the trapezoid basket would not open. The wires are forming a cup shape rather than a basket shape. Therefore, stone removal was not possible. Another trapezoid basket was used with the same results. The procedure was completed with a third trapezoid rx lithotripter compatible basket device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; sheath torn/split. Full investigation details outlined below.

Manufacturer narrative:
(B)(4). (Basket would not open). Visual examination of the returned device found that the working length was bent in multiple places. The sheath was necked down for a length of 1.6cm proximal to the side car. The side car was found to be torn for a length of 3.2cm at the proximal end. The side car had been pushed back for a length of 0.3 cm from the distal end of the coil. The distal end of the side car was deformed also. A functional evaluation found that the basket could be extended and retracted without issue. Once the basket was fully extended, three of the four basket wires were found to be twisted together near the proximal and distal ends of the basket. The basket had the appearance to be lying to one side. The condition of the returned unit was not consistent with the complaint incident that the basket would not open properly. During the evaluation, the basket was found to extend/retract properly, but three of the basket wires were found twisted, causing the basket to not be shaped correctly. Based on the device evaluation, it appeared the device damage was most likely due to the way the device was used during the procedure. However, the most probable root cause could not be determined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no add'l complaints reported for this lot. (B)(4).